Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, black/brown particles and an opening. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp edge opening on the anterior side assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness is within specification. The fill test inspection was performed, the result is no blockage.

Event description:
Device has been explanted.